Event description:
A caller reported a malfunction on the pump, identified with malfunction code "malf 1." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump. The customer reverted to an alternate method of insulin therapy.